Event description:
On 02/01/2008, the pt reported that the piston rod of his infusion device was "multi-colored and does not look clean." He stated it looked "oxidized." He stated that insulin spilled into the cartridge compartment while changing the insulin cartridge and he did not clean out the cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.